Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after the patient received an epidural and recovered, the rn inserted a foley catheter. The balloon was inflated with 10 ml sterile water without resistance. While securing the catheter, it slipped out, and the balloon was found detached. Examination revealed the balloon was never attached, and the catheter was shorter than a standard foley. A CT scan confirmed no retained parts. A replacement catheter was successfully inserted. The faulty foley and its packaging are available for return. The facility requests confirmation on reimbursement and shipping details for returning the device to bard.

Event description:
It was reported that after the patient received an epidural and recovered, the rn inserted a foley catheter. The balloon was inflated with 10 ml sterile water without resistance. While securing the catheter, it slipped out, and the balloon was found detached. Examination revealed the balloon was never attached, and the catheter was shorter than a standard foley. A CT scan confirmed no retained parts. A replacement catheter was successfully inserted. The faulty foley and its packaging are available for return. The facility requests confirmation on reimbursement and shipping details for returning the device to bard.

Manufacturer narrative:
The reported event was inconclusive. The conditions of the sample did not allow further evaluation. Visual evaluation of the returned three photo sample noted one opened (with original packaging), used lubril sil 2000ml bag single level foley tray with statlock. Visual inspection of the sample noted that the first photo shows the inside product packaging information. The second photo shows the inside product labeling information. The third photo shows the drainage bag attached to the foley catheter. The reported failure could not be evaluated because functional testing was not possible based solely on these photos. Therefore, the reported event is considered inconclusive. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, e, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.